Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. The device was received with the soft cannula fully deployed and formed needle retracted inside the bottom housing well, however the investigation found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s918usqs6cyb3. Smartphone hardware: sm-s918u. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 329 mg/dl while wearing the pod between 4 and 24 hours. Information on treatment was not provided. The device was originally reported for being unsure if it was properly delivering insulin.